Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) submitted a field safety corrective action (fsca) form to (B)(4) on 08/04/2016. The fsca was initiated to inform users in the EU of the updated, validated reprocessing instructions.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 01/14/2016, pentax europe (B)(4) submitted a final report to the (B)(6). The final report states: no further information for the patient involved in this event has been received by pentax medical. In addition, the serial number of the video duodenoscope allegedly involved in this event has not been confirmed by pentax europe (B)(4). The final report states pentax europe (B)(4) initiated the actions as described below in order to mitigate the risk of contamination: "immediate correction: additional qc-checks of all repairs including photo documentation have been advised. Service technicians have been informed to pay special attention on the inspection and the repair process of the distal end of the duodenoscopes. In addition, our technicians will be re-trained on already existing repair procedures. Independent from this concrete incident, pentax has already started to revise the instructions for use (IFU) of the ed-3490tk in order to improve the manual pre-cleaning process of our duodenoscopes. The validation of this improved procedure has not yet been finalised. We expect to release the revised IFU until 03/31/2016. Service re-training and additional qc-checks of all repairs including photo documentation will be implemented immediately. Updated IFU (to be disseminated by separate fsca) expected until 03/31/2016. Due to the time that has elapsed between the incident and the day pentax europe (B)(4) was informed, it was impossible to undoubtedly identify the definite root cause for this incident. Besides of this we cannot exclude that a user error may have contributed to this incident. The fact that we could reprocess the device successfully is another indicator that site specific issues may have contributed to this incident. As a precaution, pentax europe (B)(4) decided to take certain actions in order to reduce the risk of re-occurrence of such incident as far as possible. In addition to the actions pentax europe (B)(4) will implement at our side, we will advise the user to carefully monitor the efficacy of their reprocessing procedures in future."

Manufacturer narrative:
(B)(4). (Exemption number e2015036). On 12/09/2015, pentax medical received information stating 4 patients developed a bacterial infection (klebsellia pneumoniae) after undergoing an endoscopic retrograde cholangiopancreatogram (ercp). Three video duodenoscopes (model ed-3490tk/serial (B)(4)) have been allegedly involved in the events. MDR 9610877-2015-00046 contains information on the first patient involved and video duodenoscope model ed-3490tk/serial (B)(4). MDR 9610877-2015-00047 contains information on the second patient involved and video duodenoscope model ed3490tk/serial (B)(4). MDR 9610877-2015-00079 contains information on the third patient involved and video duodenoscope model ed-3490tk/serial (B)(4). MDR 9610877-2015-00083 contains information on the fourth patient involved. The serial number of the video duodenoscope involved in this event has not been confirmed by pentax europe (B)(4).

Event description:
On 12/09/2015, pentax medical received information stating 1 patient developed a bacterial infection (klebsellia pneumoniae) after undergoing an endoscopic retrograde cholangiopancreatogram (ercp). Current status of the patient is unknown at this time. The serial number of the video duodenoscope allegedly involved in this event has not been confirmed by pentax europe (B)(4). Pentax europe (B)(4) is currently investigating the root cause of the event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036). On 12/09/2015, pentax medical received information stating 4 patients developed a bacterial infection (klebsellia pneumoniae) after undergoing an endoscopic retrograde cholangiopancreatogram (ercp). Three video duodenoscopes (model ed-3490tk/serial (B)(4)) have been allegedly involved in the events. MDR 9610877-2015-00046 contains information on the first patient involved and video duodenoscope model ed-3490tk/serial (B)(4). MDR 9610877-2015-00047 contains information on the second patient involved and video duodenoscope model ed-3490tk/serial (B)(4). MDR 9610877-2015-00079 contains information on the third patient involved and video duodenoscope model ed-3490tk/serial (B)(4). MDR 9610877-2015-00083 contains information on the fourth patient involved. The serial number of the video duodenoscope involved in this event has not been confirmed by pentax europe (B)(4).

Event description:
Device history record information could not be submitted in this MDR since the serial number of the video duodenoscope linked to the patient identified in this MDR has not been confirmed by pentax europe (B)(4). No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.